Event description:
Patient was revised to address infection.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 10/26/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the patient suffered 3 dislocations before being revised on (B)(6) 2014. Infection was also confirmed. A 600ml blood loss was indicated during the revision operation, but no complications were noted. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address infection. Doi: (B)(6) 2014 - dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.